Event description:
Pt came to emergency dept after auto accident. Had pacemaker in place put in approx 9 yrs ago; presumably for complete heart block. Reportedly the lead wire misfired, failed in auto accident. Pt sustained many injuries; is now discharged. Had old pacemaker explanted; now new one inserted.